Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: on investigation, the pump powered on with a fully illuminated display screen without evidence of the alleged lines in the display field. The display screen was found to be fully functional. Investigation did not duplicate the complaint. Unrelated to the original complaint, there was evidence of moisture inside the battery compartment. Leak testing failed due to a moisture leak through the audio bolus button, which was damaged. The audio bolus button was unresponsive on testing. There was no evidence of moisture in the interior compartment of the pump. Also unrelated to the original complaint, the battery compartment was noted to be cracked.